Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm or bad battery alarm was noted. The low reservoir alarm functioned properly during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had a lot of motor error alarms on the insulin pump. Customer also had a bad battery and a low reservoir alert when the reservoir was full. Customer had an issue with the numbers scrolling. Customer's blood glucose level was 402 mg/dl. Customer's blood glucose level for today is 298 mg/dl. Customer has been treating with manual injections. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer agrees to return the pump for analysis. Customer declined a loaner pump. Customer was offered troubleshooting for a bad battery and high blood glucose levels, but customer declined to do any more troubleshooting. No further assistance required.